Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: evaluation showed that the pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. A power loss was not observed. A battery compartment crack was observed below grip pad. The current draws were within specifications. There were multiple eaw 177 low battery warnings and multiple eaw 128 replace battery alarms observed in black box. Evidence of partially discharged batteries being installed observed in black box on 3/10/2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. Reportedly, the pump continued to emit "low battery" and "replace battery" alarms after inserting new batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.